Event description:
On [date redacted] am, rn found that the patient's intra-aortic balloon pump (iabp) was delayed/inappropriately responding to touch when trying to click buttons such as standby. Rn had the same difficulty when evaluating at bedside. The iabp had to be replaced emergently that day for a different reason unrelated to the device. When the patient returned from the cath lab in the afternoon, the iabp was still delayed when trying to put it briefly on standby to check blood pressure. The nurse was concerned that by putting the iabp even briefly on standby that they would not be able to restart it given the delays in touch on the console. The iabp was swapped out for another console.